Manufacturer narrative:
Files have not been returned to manufacturer for evaluation, software investigation not completed at time of this report.

Event description:
A medtronic representative reported a lateral inaccuracy that occurred during an ent procedure. Surgery began with a good tracer registration. Surgeon checked accuracy with superficial landmarks: midline bridge of nose and medial canthus. Accuracy checkpoint was established on midline bridge of nose using a registration probe. Head was tilted right, toward the surgeon, and accuracy was re-checked using anatomical landmarks and previously established checkpoint. Checkpoint fluctuated between 1.0-1.9mm with frazier suction. Twenty minutes into case, midline shift was initially noticed left lateral of the septum and into the left nasolacrimal duct more than 2mm. Midline bridge of the nose was checked and noted off left lateral. Surgeon understood frazier suction tracks the center of the tube's end. The surgeon touched midline septum perpendicular so center tip of suction engaged septum and navigation indicated he was off of the septum laterally. Frazier suction re-verified with no problems and no change in results. Checkpoint check read 3.5mm with shaver blade. Surgeon continued, taking lateral shift into account and re-established new checkpoint with straight shaver blade perpendicular to skin surface on midline bridge of nose. New checkpoint fluctuated 2.0-3.5 with same shaver blade. Surgeon switched to right sinuses and determined navigation of the right nasolacrimal duct was off left and anterior; measurements showed by 4.5mm. The surgeon successfully completed the case with the use of the fusion navigation system. There was no negative impact to the patient outcome.

Manufacturer narrative:
The site does not use the patient head strap to hold the patient tracker on the patient's forehead. This is unapproved use of the fusion navigation system. The entire fusion navigation system was replaced at the site. Suspect fusion navigation system has been evaluated in house along with software exam archives. The suspect system passed all accuracy and performance tests without issue. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The site has not reported any further accuracy issues with their new system.